Event description:
It was reported that a patient underwent a surgical procedure on (b)(6) 2026 and suture was used. It was reported that the procedure was a "surgical debridement and partial thyroidectomy for infection of the toes in both feet." The patient was admitted to the outpatient department due to redness, swelling, and exudation of the toes of both feet for more than 5 months. The admission diagnosis was purulent paronychia of both toes. After admission, surgery was performed on the same day, and the doctor provided symptomatic support such as anti infection treatment. The patient improved and was discharged on the third day after surgery. Post-op, the patient experienced poor wound healing and wound secretion. On the 14th day after surgery, the patient underwent a follow-up examination in the outpatient department. There was obvious inflammation and slight exudation of the bilateral nail groove suture heads. The doctor administered local anesthesia to remove the suture for debridement, and continued to follow up with dressing changes. Cefuroxime axetil was taken orally twice a day, 0.25g each time. Additional Information was requested.

Manufacturer narrative:
PRODUCT COMPLAINT # (b)(4).This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Ethicon Inc, or its employees that the report constitutes an admission that the product, Ethicon Inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/G4: Device is not distributed in the United States, but is similar to device marketed in the USA. Therefore, (01)GTIN is not available.A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a Supplemental MedWatch will be sent.Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a Supplemental Medwatch will be sent.Please provide the patient's demographic information including age, gender, weight, BMI at the time of index procedure.It was stated ¿The procedure should be Surgical debridement and partial thyroidectomy for infection of the toes in both feet."Please clarify the name and type of procedure.Was the procedure a thyroidectomy or did the procedure occur on the feet? Please explain.Were any concomitant procedures performed?On what tissue was the suture used?What was the tissue condition (normal, thin, calcified, fragile, diseased)?For the original intended closure, how were all layers closed?How was the suture placed (interrupted or continuous)?Please confirm: Did the ¿inflammation and slight exudation of the bilateral nail groove suture heads¿ occur on one foot or both feet?Please confirm: Is the quantity involved in this event 1?Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?Other relevant patient history/concomitant medications?What is the physician¿s opinion as to the etiology of or contributing factors to this event?What is the patient's current status?Surgeon¿s name?